Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator showed a high frequency range. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. A non-medtronic/covidien service provider inspected the device and identified some leakage in the patient circuit and filter. The service provider adjusted the settings, mainly flow sensitivity and the ventilator was working fine. Medtronic/covidien was not authorized to repair the device.